Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is likely due mishandling of the fiber lead to the breakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the fiber tip broke off during a cystoscopy, ureteroscopy with laser, stent placement, and retrogrades. The issue occurred during the middle of the procedure. The patient was asleep, the procedure started, and in the middle of lasering the stone the issue occurred. The device was replaced with another fiber from the same box. The same lot number as the initial fiber with same size was used. The procedure was completed as planned with a replacement fiber. There was no patient harm or injury reported due to the event. No user injury was reported.